Event description:
It was reported that during an unk procedure, orthopaedic surgeon experienced problems with all these skin staplers locking out at the end of a procedure. The devices were locking out and also the staples were not approximating the tissue properly. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.